Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) remoted into the cabinet and found that the medication was stored behind a door, not in a drawer. The door opened properly during testing. It appeared the user may not have attempted to open the door because they believed the medication was in a drawer and the door needed to be opened manually, as it did not open automatically. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer did not open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.